Event description:
The user facility in (B)(6) reported the cutter didn't cut while suction/aspiration continued. No pt injury was reported by the surgeon.

Manufacturer narrative:
Eval completed. The tubing is wadded and tangled up inside the pack tray. The IV spike and approx 6 inches of the irrigation line and air line have been cut off and are lying loose in the pack tray. The vitrectomy cutter tip protector was not returned. The needle is bent approx 90". The port window is in the opened position. The back cap is aligned correctly with the vent hole in the side of the cutter body. The extension handle is attached to the back of the cutter and is positioned correctly. Visual inspection of the tubing and connectors found no defects. A functional test cannot be performed due to the bent needle. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed, and found to be acceptable.